Event description:
Pt diagnosed with suspected rupture of right implant, capsular contracture on right; pt desires larger. She underwent bilateral exchange of breast implants, both implants were found to be ruptured, however the cohesive silicone was able to be removed. Saline implants were placed. The pt was discharged in stable condition.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.